Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-40720, 2017865-2022-40722. It was reported that the patient presented with infection and vegetation during follow-up in clinic. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the active system ¿ implantable cardioverter defibrillator, right ventricular lead, right atrial lead ¿ and the older inactive right ventricular lead. The patient was in stable condition.